Event description:
It was reported that during unpackaging, the protective sheath and distal stylet of a 3.0x28 xience v rx stent delivery system (sds) was not able to be removed; thus, the device was not used in the patient. There was no report of a clinically significant delay. Another 3.0x28 xience v rx sds was unpackaged and used successfully to complete the procedure. There was no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). The evaluation summary:the device was returned for analysis. The resistance removing the stylet and protective sheath were able to be confirmed. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.